Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the yellow connector was not sealed on the hermetic lumbar catheter, closed tip (ins5010), and as a consequence, there was leakage. Additional information has been requested.